Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "stuck key" was reproduced. A review of the event history log revealed "system error 119 - stuck key detected" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as code ec119. The cause of the condition was the keypad. The keypad required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a stuck key in the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.